Event description:
It was reported that patient underwent a procedure utilizing a juggerknot soft anchor device on (B)(6) 2011. During the procedure, one of the prongs at the tip of the inserter portion of the device had fractured off and remains in the patient. Another device was available to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "instruments that have experienced extensive use or excessive force are susceptible to fracture". The user facility was notified of the event on january 30, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4) - the fracture appears to be a fast fracture, possibly initiated by a bending overload.